Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009) sorin is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker does not function as specified, because of the damages sustained to the atrial set-screw during the implant attempt. The damages identified to the atrial set-screw cavity are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 5. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity. The subject device was manufactured prior to corrective actions associated to excessive glue in the hexagonal cavity of the setscrew. Excessive glue could not be confirmed on the atrial set-screw because of the damages sustained, but there is evidence of excessive glue adjacent to the ventricular set-screw. Therefore, the analysis concludes that excessive glue may have contributed to the screwdriver insertion difficulties sustained during the implant attempt.

Event description:
Connection issues during the implantation procedure; therefore the device was not implanted.